Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced repeated restart code 60 and a persistent motor stall alert during pump operation, which did not resolve after priming and rewinding, leading to pump replacement. Symptoms included no reported adverse clinical effects. Outcomes included no reported injury, no medical intervention, and continued cgm use with dexcom. Investigation included a review of device history, customer troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a device communication malfunction associated with the ble board, consistent with a bluetooth communications issue that necessitated replacement and prevented cgm connection. It was concluded, based on previously established findings for similar reports, that the cause was a malfunction of the device¿s bluetooth communication hardware.